Manufacturer narrative:
Additional information : the device was received for evaluation contaminated with blood. During visual inspection, the tubing was observed damaged. Due to the nature of the sample the leak was not possible to identify during visual inspection nor could functional testing be performed. Therefore, the reported problem could not be verified or refuted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution set was leaking blood. It was further reported that the intravenous (IV) tubing was found backed up with blood. This issue was identified during patient infusion with heparin. There was no patient injury or medical intervention associated with this event. No additional information is available.